Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device with a 6fr sheath after a coronary angioplasty interventional procedure. Reportedly, during removal of the plunger a suture break occurred leaving the knot outside of the artery. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported suture break was confirmed as a link break was noted. Based on the device analysis observations, it is likely the plunger was not depressed flush with the handle during needle deployment. This resulted in the posterior tip not pulling through the foot pocket and the link detaching from the anterior cuff during withdrawal of the plunger. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, and labeling of the device.